Event description:
Caller states the compact meter produced a result of 700 mg/dl. No adverse event reported. No information provided on whether action was taken on device result. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.